Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was not confirmed as analysis had indicated that this pacemaker device passed header pin gauge testing and all dimensions were found to be within specifications. The device passed the automated returned product testing. The device was found to meet specifications for normal device operation. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
Boston scientific received information that this pacemaker device was an attempted implant as there was difficulty in inserting the leads into this device during implant procedure. The physician then replace the affected device with a new one. This pacemaker device was never in service. No adverse patient effects were reported.